Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pocket opened because leads placed in wrong header ports. Leads were swapped. Device and leads remain implanted. No adverse patient events reported.